Manufacturer narrative:
Diagnostic/functional testing was performed by a philips field service engineer (fse). Results of functional testing indicate that there was no speaker sound. The fse noticed that the audio cable was plugged into the wrong port. After switching the audio cable to the correct port, the device was operational and audio began sounding at the nurses station again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient information center ix has a speaker malfunction and is unable to produce any audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.